Manufacturer narrative:
Product analysis: analysis noted the programmer displayed a boss message during start up, the stylus was not working, the hinge plate was broken, the lower hinges were worn, the bullet assays were missing and broken, and the connector key board on the micro processor unit (mpu) board had a loose connection. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.